Event description:
Complainant alleged that during biomed testing the device failed ECG lead leakage current testing. The complainant indicated that there was no patient involvement in the reported malfunction.